Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that the tip of an access wire dislodged within a patients vessel during access for hd catheter placement. The access wire detached and is currently wedged within the patient's adipose tissue. The physician is not concerned about possible iatrogenic foreign body [ifb] migration or embolism. There are no plans to remove the embedded ifb from this patient. The tip of the access wire is sterile encapsulate.